Event description:
It was reported that pump issued cartridge alarm 30 during cannula filling and load process, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, and blood glucose was reported around 450 mg/dl. Customer planned to use multiple daily injections as backup insulin therapy, tandem technical support arranged replacement pump shipment, confirmed shipping address, instructed caller to place pump into storage mode and return it with pre-paid label within 10 days, and advised caller to reenter pump settings and reconnect continuous glucose monitor to replacement device, which caller understood and acknowledged.